Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock two days post-implant due to wandering baseline and some t-wave oversensing in secondary vector. Boston scientific technical services (ts) discussed the baseline wander in secondary could be air entrapment at the tip electrode (2-incision technique was used at implant) or device location. Air may dissipate in a couple days. There have been no additional episodes since this happened. Untreated episode number 4 shows what appears to be a loose setscrew or seal plug damage. Ts discussed how this can occur. Ts discussed if either is present, should check primary vector as an option for programming. At the time of the events, the patient had just gotten up and was walking around. The patient felt short of breath, so he sat back down. The field representative mentioned that during the implant case, the first induction shock did not convert, but the second did. The patient then coded, so they were more concerned about getting that addressed than palpitation incisions. No further issues have been reported and the device remains implanted and in service.